Event description:
Transport ventilator powered down while running on battery (powered back on within five seconds) in preparation for a transport. Ventilator ran fine on external line power during transport. No negative impact on pt.

Manufacturer narrative:
Have not yet decided final repair action.